Event description:
Subsequently, boston scientific received information in (B)(6) 2012 that this hcp contacted ts with a request to review data (current device voltage) from the patient's monitoring system and discuss future device replacement. The patient is not scheduled for follow-up with the physician until (B)(6) 2012. The most current data was reviewed which identified a voltage of 3.006 volts. The device continues to deplete in a constant manner. Based on a planned replacement date of (B)(6) 2012, it is estimated that the device will maintain a sufficient reserve to sustain all therapy functions with additional capacity to compensate for reasonable unknown factors. It was suggested that monitoring of the device state should continue.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Data from the patient's monitoring system was reviewed and low voltage faults (three daily voltages below the threshold of 3.025 volts) were identified. There were no other faults or resets stored within device memory. The voltage was currently at 3.013 volts with no impact on therapy availability. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. The current appears steady with an additional current drain of 58 microamps over the expected nominal value of 12 microamps. To date, the behavior appears consistent over time, however, this state may change unpredictably. The device should be replaced and returned to boston scientific for laboratory testing. Subsequently, boston scientific received information from the local representative the patient has not yet been scheduled for device replacement.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2013. The device was explanted and replaced without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing detailed analysis to determine root cause.

Event description:
Boston scientific received information from a health care professional (hcp) that this patient's monitoring system detected a yellow alert (voltage too low for projected remaining capacity) in mid-october 2012. The local representative contacted boston scientific's technical services (ts) to discuss fault code#1003. Ts discussed the issue and suggested that a save-to-disk could be performed and recommended device replacement. The local representative felt that the patient will be scheduled for an in-clinic check and a save-to-disk would be performed.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made for additional information.